Event description:
The manufacturer received information from the patient's family alleging a ventilator service required condition had occurred "when they attempted to power off after detaching the circuit." A sales representative visited the patient's home to bring a replacement device. The sales representative was able to confirm the ventilator service required alarm on the device and replaced it with a new device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed when performing an operational check on the device. The system error log did confirm the issue had occurred on the device. The device's machine flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was dirt contamination in the following parts: muffler assembly, air inlet foam filter, and particulate filter. All of these parts were replaced on the device. After all parts were replaced on the device, the final and run-in tests were performed, along with the battery and valve checks. The device was found to be operational, and it was cleaned.